Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. Evaluation confirmed and reproduced the reported symptom 'key pad n/w'. Evaluation observed the following keys were inoperable: #7, #8, and #9 key. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys were pressed an automatic output of the #7 key will occur following the selected key's function. Evaluation determined the cause was a failed keypad. The failed keypad was replaced.

Event description:
It was reported that a spectrum pump had keypad not working. It was also reported there was no patient injury.